Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pgk659 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2020 and suture was used. During the procedure, the suture split. The suture was lurringed when doctor tied it , and the suture was about to break, and the doctor immediately changed a new suture. There were no adverse patient consequences reported. No additional information was reported.